Event description:
Reporter stated that a neonate's blood glucose was measured, using the performa system, with a result of 58 mg/dl. The neonate's blood glucose was immediately retested, on a different hosp point of care device, with a result of 93 mg/dl. Reporter stated that an additional comparison was performed, using a neonate sample, where blood glucose measured 40 mg/dl, on the suspect device, and 61 mg/dl on a lab instrument. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).